Event description:
The manufacturer received information alleging a ventilator reported "vent service required" & event error codes. There was no harm or injury reported. No medical intervention was specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator reported "vent service required" & event error codes. There was no harm or injury reported. No medical intervention was specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The ventilator was evaluated by third party service center and the customer¿s complaint was confirmed. The device's proportional valve (aecm) needs to be replaced to address the issue.